Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, fibrin at the front part of the iol was observed. There was no reported patient harm. The device remained implanted. Additional information was provided by the surgeon, who reported approximately five weeks following the intraocular lens (iol) implant procedure, the patient developed fibrin around the front side of the iol. The patient problem was reported as aseptic endophthalmitis. The usual postoperative eye drops were applied with no changes in drugs or dosage. The symptoms were considered to be resolved. There was no bacterium inspection performed.

Manufacturer narrative:
Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria.(B)(4)

Manufacturer narrative:
Evaluation summary: a voluntary recall of acrysof restor and restor toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in japan were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the japan market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. Based on continued trending of all acrysof models the acrysof iq toric sn6at6, sn6at7, sn6at8 and sn6at9 intraocular lenses (iols) for the japan market were added to the voluntary recall (29-sep-2015). (B)(4).